Event description:
On 11/21/2009, pt reported, he has been facing erratic readings. He reported a blood glucose reading of 309 mg/dl on event date. Pt reported blood glucose readings the next day ranging from 282 mg/dl to 429 mg/dl. He stated he would bolus corrections and ended up going to the clinic the same day, with readings there in the 300's mg/dl and 400's mg/dl. Pt reported this morning, he had a reading of 311 mg/dl and took 15 units of insulin in an injection. He stated, 4.5 hours later he woke up with a reading of 38 mg/dl and drank juice and ate. Pt reported his infusion device has given no alerts or errors. Pt reported he noticed an air bubble in the insulin cartridge the same day, but did not prime it out. Had pt disconnect from the infusion site and prime the air bubble out successfully. Advised when he sees an air bubble to prime it out. Advised to contact his doctor to let him/her know of the erratic readings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.